Event description:
The rptr did back to back blood glucose tests with results of 196 ml/dl and high. Rptr was feeling fatigued. No control solution testing was done due to unavailability of supplies. On follow-up, the rptr has not been available to provide further info.